Event description:
Customer stated the retainers are moving their teeth slanted to the right causing some tooth pain. Contraindicdated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.